Manufacturer narrative:
Evaluation statement the product is not being returned, it has been discarded by the customer. We attribute the product's condition to fair wear & tear due to age and use as it is over 4 years old. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. Depuy mitek has been informed that the lot number is not available. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an acl repair that the pin on the customer's rigidfix guide frame broke as the surgeon was malleting the frame up. The sales rep reported that this caused the femoral rod 10mm to become stuck inside the guide frame. The surgeon completed the procedure with another like device with no patient consequences or delay. The sales rep could not provide the lot numbers but stated the devices were over 4 years old. The devices were discarded.